Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was being treated with compounded baclofen 4000mcg/ml (1205 mcg/day) and clonidine 450mcg/ml (135.66 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient experienced symptoms of overdose. The patient was admitted to the hospital with confusion and a urinary tract infection (uti). It was noted the patient had a refill 1-2 days prior to being admitted. On (B)(6) 2015, the intensive care unit (ICU) physician reported to the representative that the patient was showing symptoms of an overdose. The patient was unresponsive. The emergency room (ER) physician believed the confusion was due to the intrathecal baclofen therapy (itb) and ordered the pump to be lowered to minimum rate mode. On (B)(6) 2015, the hcp wanted assistance in turning the pump back to the original dose before the patient was admitted. When the dose was decreased from baclofen 1205 mcg/day and clonidine 135.66 mcg/day to minimum rate mode, the pump said it was a 98% decrease and to take it back the pump said it was a 5000% increase. The ed physician would follow up with the managing hcp. No diagnostics or troubleshooting was done to the knowledge of the manufacturer representative. No surgical intervention had occurred and it was unknown if surgical intervention was planned. Patient status at the time of this report was "alive-with injury." It was later reported the patient was seen on (B)(6) 2015 at their managing hcp's office and was doing fine. If additional information becomes available, a follow-up report will be submitted.